Event description:
I was transferred to the hospital following an accident involving a table saw. My fingers were nearly severed off. I was taken in for emergency surgery and subsequently had a metal rod placed in my right middle finger to stabilize it. Postoperatively my family and myself were told that the metal rod or cable had broken off in the finger and were unretrievable, subsequently, a new cable or rod was placed and the broken was permanently left in my middle finger. Since that time, I have pain that is sharp and stab like as well as a constant ache and numbness. I have limited use of the finger itself. I don't know of the name of the MFR as known was disclosed. Dates of use: 2008. Diagnosis or reason for use: internal fixation cable for finger. Event abated after stopped or dose reduced: no. Event reappeared after reintroduction: no.